Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05oct2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were damaged/defective. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I am writing you today because I have had a decent number of needles that have been defective from this last batch that I purchased from xxx pharmacy. I use your bd nano 2nd generation pen needles 4mm x 32g. I usually get 1 or maybe 2 out of every box of 100 that are defective. It happens I understand everything cant be perfect all the time. However in this last box I have now had a little over a dozen not work. Needles to administer the insulin".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were damaged/defective. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I am writing you today because I have had a decent number of needles that have been defective from this last batch that I purchased from xxx pharmacy. I use your bd nano 2nd generation pen needles 4mm x 32g. I usually get 1 or maybe 2 out of every box of 100 that are defective. It happens I understand everything cant be perfect all the time. However in this last box I have now had a little over a dozen not work. Needles to administer the insulin".